Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have prior medical history of right branch bundle block (rbbb)/left branch bundle block (lbbb), atrioventricular block. The length of the membranous septum was measured as approximately 3 mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, the valve was able to be implanted successfully at a depth of approximately 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On (B)(6) 2025, a permanent pacemaker was implanted to resolve this event. The patient was readmitted or had an extended stay of hospitalization. The patient was in a stable condition.

Manufacturer narrative:
An event of heart block during procedure was reported. Information from the field indicated that the patient did not have a prior medical history of right bundle branch block (rbbb)/left branch bundle block (lbbb), atrioventricular block. The length of the membranous septum was 3 mm . There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at final implant depth of 3 mm non-coronary cusp (ncc) and left-coronary cusp (lcc). A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient comorbidities or procedural conditions. However, this could not be confirmed. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker were performed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have prior medical history of right branch bundle block (rbbb)/left branch bundle block (lbbb), atrioventricular block. The length of the membranous septum was measured as approximately 3 mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the procedure, the valve was able to be implanted successfully at a depth of approximately 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A temporary pacemaker was noted to have placed to stabilize the patient. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On (B)(6) 2025, a permanent pacemaker was implanted to resolve this event. The patient was readmitted or had an extended stay of hospitalization. The patient was discharged.